Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that during implant surgery the mount got stuck into the implant and implant had to be removed. Another implant placed during same surgery. Tooth location 34.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b4: date of this report b5: describe event or problem g3: date received by manufacturer g6: type of report h1: type of reportable event h2: follow up type h3: device evaluated by manufacturer h6: adverse event problem h11: additional narrative zimvie received one (1) tsvmb8 (imp,tsv,mcol mg,3.7mm,8mm) for evaluation. Visual evaluation was performed, the implant has minor signs of use and was attached to its bundle mount. During a functional test the mount disengaged from the implant as intended. Additionally, customer returned the implant's bundle cover screw; however, no allegations were reported against the cover screw, and no apparent malfunction was identified. DHR review was completed for the subject lot number 1296046. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1296046 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿ a definitive root cause could not be determined since device malfunction did not occur. The reported event was unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, a device malfunction did not occur. The mount disengaged from the implant as intended. The reported event was unconfirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.